Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device passed all testing.

Manufacturer narrative:
On previously submitted report, section "evaluation results code grid " was incorrect. It is updated in this report.